Manufacturer narrative:
H3: the reason for the knee revision reported is most likely the result of femoral loosening and subsequent third body wear on the tibial insert. The changed kinematics following the reported hip fusion are likely contributing factors to the sequence of events but cannot be confirmed from the available information.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, sales rep reached out to manufacture engineer to informed that surgeon did a revision of a femoral component and tibial insert. Also according to sales rep very soon after the knee replacement the patient underwent a same side hip fusion where the hip was fused with internal rotation. The surgeon believe this may have led to complications in the knee joint. Sales rep is sending the tibial insert back and per doctor¿s request for device analysis review. The original date of surgery according to sales rep was (B)(6) 2020.

Manufacturer narrative:
D4: corrected. D10: concomitant devices: (B)(6) , 02-022-45-5040 - truliant tib fit tray cem sz 5f / 4t. (B)(6) , 200-02-38 - three peg patella 38mm. (B)(6) , 201-78-82 - collar fixation pin 2pk 40mm, quick release. (B)(6) , 201-78-89 - 3" drill bit, mod. Hex 2 pack. G4: corrected. The reason for the knee revision reported in case(B)(4) is most likely the result of femoral loosening and subsequent third body wear on the tibial insert. The changed kinematics following the reported hip fusion are likely contributing factors to the sequence of events but cannot be confirmed from the available information. H6: corrected health effect, medical device, component, and investigation clinical codes.